Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump case began separating along the middle seam, and the user requested a replacement; troubleshooting and education were completed, and the device was replaced while the original was returned for evaluation. Symptoms included no changes in blood glucose control and no device alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview, review of device history and complaint records, and return of the device for assessment. Investigation of this case revealed physical separation of the external housing consistent with enclosure or bezel integrity failure, with no functional impact on therapy delivery or alerts. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure damage consistent with wear or handling.